Event description:
It was reported that the patient was experiencing inadequate stimulation and taking longer to charge the implantable pulse generator (ipg). It was also noted that the battery charge would not last long. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.